Event description:
The facility reported a colleague infusion pump with a malfunction of no power. The event was reported to have occurred upon power up in the biomed service department. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "no power" was confirmed by baxter personnel during product evaluation. The root cause was assigned to the manual tube release knob, located on the pump head module channel, being in the open position. The manual tube release knob was reset to the closed position to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required